Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the nurse reported to the technical support engineer (tse) that the previously reported issue of reduced bipolar function on the generator was happening again. Prior to calling, they tried replacing the cautery cord with no improvement, and the clinical sales representative (csr) provided the cable to connect the external forcetriad generator to the system to be able to continue with the surgery. The tse checked error logs and found errors c-33 pointing to generator malfunction. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.